Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was due to data logs not being cleared.

Event description:
The patient was hospitalized after receiving several vibratory alerts at home. Upon interrogation the device was found in back-up mode. Abbott technical services was able to reload the device software to restore normal device function. The patient is in good condition with no adverse consequences due to this event.